Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Material analysis notes possible torsional overload of the screw as evidenced by the angular fracture observed, thus the conditions of use, caused or contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " the devices can break when subjected to increased loading associated with nonunion or delayed union. " evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a fusion procedure on (B)(6) 2014. During the procedure, while inserting a screw into the fifth metatarsal, the screw snapped. A coring trephine was used to remove the screw; however, a delay of forty minutes occurred as a result. Another screw was utilized to complete the procedure.